Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: cooling fan speed error" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: cooling fan speed error" error message. A sales representative evaluated the device but reported that the device was not turned on. A service engineer (se) evaluated the device's event log and confirmed that the device had logged a "check vent: cooling fan speed error" error code (1125). The se reported that the power management board was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E:(B)(6).